Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the reattachment of the posterior oblique trochanteric osteotomy fragment by means of drill holes in the bone and patient fall cannot be ruled out as a contributing factors to the fracture through the osteotomy site. It also cannot be concluded that the fracture was associated with a mal-performance of the implant. No subsequent documentation beyond the x-ray that identified the fracture, however the patient may require a revision to repair. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a mildly displaced fracture occurred through the osteotomy site of the left greater trochanter.